Event description:
It was reported that a bard/davol 3dmax light mesh was "opened and there were 2 cracks visible."

Manufacturer narrative:
The evaluation of the returned sample confirms for two small cracks/tears in the mesh and edge seal. Based on the information provided and the sample evaluation, a cause for the condition of the mesh cannot be determined at this time. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2019. (Units released and release date corrected). Addendum 07/24/2019: this addendum the initial emdr is to document investigation results based on the sample evaluation. It is most likely that the observed damage to the device occurred from the handling of the device during the manufacturing process.

Manufacturer narrative:
The evaluation of the returned sample confirms for two small cracks/tears in the mesh and edge seal. Based on the information provided and the sample evaluation, a cause for the condition of the mesh cannot be determined at this time. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2018.

Event description:
It was reported that a bard/davol 3dmax light mesh was "opened and there were 2 cracks visible."